Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl. Customer stated that they were trying to give herself a bolus and it didn¿t work due to reservoir was empty. Customer doesn't need troubleshooting for high blood glucose as they were being on the insulin pump last then. Customer was able to complete a bolus on her own after changing new reservoir and infusion set tubing. The device will not be returned for analysis.